Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire is confirmed but the exact cause remains unknown. Five photos of a guidewire were provided for evaluation. The first image shows the guidewire extending through the dilator. The next four photos show an end of the guidewire containing a kink. The guidewire slightly curves proximal to the kinked region. The characteristics of the deformation could not be closely inspected from the images provided. Since a kink on the guidewire was observed, the complaint is confirmed but the exact cause remains unknown. Based on the information provided, possible contributing factors include advancement against resistance and damage during handling. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported that the guidewire was compacting and collapsing on itself. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp1074 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was compacting and collapsing on itself. No other information was provided.